Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a lost sensor and does not have an icon for sensor. Customer's blood glucose was 50 mg/dl. During troubleshooting, customer reported of being exposed to an MRI. Customer was advised to contact healthcare professional regarding low blood glucose and to monitor insulin pump.